Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the pump identified the pump tubing was cut down to the pump block and the tubing was not returned for analysis. The pump passed the leak and functional testing performed. Based on the information available, the reported observation was unable to be confirmed, so a conclusion of no problem detected was chosen.

Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented with an inability to achieve an erection when the pump was pressed. At a later date, surgical intervention was performed to explant and replace the ipp pump. There were no patient complications reported.

Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented with an inability to achieve an erection when the pump was pressed. At a later date, surgical intervention was performed to explant and replace the ipp pump. There were no patient complications reported.